Event description:
During the advancement of the kyphoplasty trocar within the vertebral body, the distal portion of the trocar fractured resulting in retention of a fragment within the vertebral body. Lot# 10833812 and/or 10986537.